Event description:
It was reported that pump displayed malfunction code 22 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.